Event description:
To treat the two lesions in an unknown vessel, tornus catheter was advanced to the distal lesion that was chronically occluded and stent had been implanted, however, physician didn't realize there was a stent. When removing, it was noticed the catheter was unable to retract. After 4 hours, tornus was found unraveled, tip of the unknown guidewire was found trapped and broken off in the distal vessel. Patient was sent to surgery for removal of the fragment of the unknown guidewire and tornus, CABG was performed. Patient is reported to be recovering well.

Manufacturer narrative:
Device was not returned to manufacturer, while photo of the device after removal from anatomy and some cine x-ray images were provided. Photo showed the distal end of the catheter badly damaged and deformed due to rotational force given to the catheter. Photo of the removed stent showed also severe deformation of it. Cine x-ray image indicated kink damage of the catheter shaft in the artery at supposedly 4-5cm from tip end. Stent could be seen around the tornus catheter but the image was somewhat indistinct. It is inferred that the catheter was trapped by the pre-implanted stent when it was advanced through the stent, resulting in removal difficulty. Rotational manipulation to the catheter in attempt to bail out from the trap resulted in the exacerbation of the damage of catheter and surgery operation. IFU describes "do not apply this catheter lesion where this catheter needs to pass through stent struts." As contraindications, warning section describes " this catheter must be used under fluoroscopy only by a physician who is fully trained in ptca. Exercise due caution when turning the catheter continuously in the same direction either clockwise or counterclockwise as it may increase the risk of damaging or breaking the catheter or the blood vessel. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 20 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if 20 turns limit has not been reached. Identify the cause of resistance under fluoroscopy and take an appropriate action. If any resistance or something abnormal is felt when operating this catheter, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations and carefully remove the entire catheter system while paying attention to avoid complications. If there are complications as a result of the removal of the entire system, stop immediately the ptca and perform an appropriate treatment at the discretion of the physician."